Event description:
It was reported that the communicator was connected then had started to emit a burning smell. A boston scientific technical services (ts) requested communicator replacement. No adverse patient effects were reported. The communicator will be returned for repair or analysis.